Manufacturer narrative:
Neither the device nor the films of the imaging study were returned to the manufacturer for evaluation. Hence, a definitive root cause for the reported event could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery. Intra-op, the tip of instrument broke off. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination identified that it appears that the driver's tip has been sheared off. The metal deformation gives in dictation that the failure was the result of torsional overload. The instrument appears to have been heat treated to print specification. If information is provided in the future, a supplemental report will be issued.